Event description:
Customer's family member reported that the pt required treatment at the emergency room for insulin shock. A freestyle test was conducted with a result of 300. The hospital's meter had a result between 100-150 mg/dl. The caller could not remember the exact reading. The time lapse between readings was not captured. Location of the test-site was not captured. Comparison tests between the customer's freestyle and a one touch profile meter were conducted by customer with the freestyle reading 100-150 points higher. Time between tests not captured.